Event description:
It was reported that the 9800 sys had an error message, "overload fault." No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.